Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited noise. The device was explanted and replaced. No patient symptoms or additional information was reported.